Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified white particles in the shell and crease fold. The weight of the device was within specifications. Based on the device analysis the final assessment is no issues found related to the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device has been explanted.